Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and menorrhagia ("extreme heavy periods with clots") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), pain in extremity ("severe pain in lower extremities"), adnexa uteri pain ("pain is a pinching sensation around the ovary areas"), back pain ("back pain"), alopecia ("hair loss"), loss of libido ("lack of sex drive"), uterine leiomyoma ("fibroid's have developed"), arthralgia ("felt like a knife twisting in her side and hip area"), tooth disorder ("dental problems") and abdominal distension ("bloating"). The patient was treated with surgery (had surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, pain in extremity, adnexa uteri pain, back pain, alopecia, loss of libido, uterine leiomyoma, tooth disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, alopecia, arthralgia, back pain, genital haemorrhage, loss of libido, menorrhagia, pain in extremity, pelvic pain, tooth disorder and uterine leiomyoma to be related to essure (ess205). Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event abnormal bleeding, dental problems, bloating, pain, was added and event hair loss was clubbed with previously reported event. Essure explant date was updated. Case classification updated to potential legal case. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.